Event description:
It was reported by service report that the head end was stuck in the elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty lift motor.